Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.

Event description:
Eleven days after surgery in which dermanbond topical skin adhesive was used, the pt presented with "an irritation at each trocar site." The pt returned to the clinic in 2007 with pruritic, erythematic, papular rash at trocar sites. The pt was placed on a medral dose pack and on triamcimalone cream 0.1%. The rash resolved with occasional itching as of one and a half months later.